Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not hold a charge. The patient met with a company representative at the doctor's office. The representative was unable to communicate with the ipg. The doctor has planned to schedule the patient for ipg replacement surgery.

Event description:
Follow up information indicated the patient had the ipg replaced. Reportedly post-operatively the patient had effective therapy.